Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was starting about a month ago the patient noticed that the recharger cord where it goes into the paddle was wiggly and getting hot. Patient also noticed the rubber on the cord was peeling off where it plugs into the controller. Patient stated that when they plug the controller into the ac power supply the controller comes on fine but the minute they plug it into the recharging belt the controller screen would short out and the green light would blink and make a tick noise. Pt stated they were getting no pain relief. Pt stated the recharger was frayed. Patient mentioned that they have an MRI coming up on the 13th and they need to be able to set it to MRI mode. A replacement recharger telemetry module (rtm) was sent out.